Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and multiple pump error alarms. Blood glucose level at the time of the incident was 550 mg/dl. The customer stated that they changes battery at work and unable to enter blood sugar. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer stated that error table did not indicate the pump should be replaced and it indicate that pump error alarm cleared active insulin. The customer was not able to bolus yet because of alarms encountered. The insulin pump will not be returned for analysis.